Manufacturer narrative:
(B)(4). Date sent: 1/6/2022. D4: batch # u9469u. Investigation summary: the analysis results found that the mcm30 device was received with no damage to the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism being jammed. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembly, the anti-backup lever was found to be out of position, jamming the firing mechanism. And twenty-one clips were found inside the clip track. No conclusion could be reached regarding what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device cut without placing clip. It stay jammed. A section of the vein was without clip placement. Device replaced and there was no patient consequence.